Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that air was drawn in during aspiration of the sheath. The sheath was replaced, and procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed by the customer.